Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Not previously reported. Additional code: hwc. A single screw was received with the subtask associated with this complaint. It is whole and intact. It''s general configuration, 2.65mm diameter, and 26.36mm length confirm it as a 02.211.026. The drive has been lightly to moderately damaged with some material displacement evident on all six drive members. The top of the head is relatively free of damage. The head thread major diameter has been moderately to heavily damaged and has been compressed into a contiguous surface except for the last thread at the top of the head. The first two shaft threads have been heavily damaged with similar compression of the major diameter. The remainder of the shaft threads have also been compressed, but to a lesser degree. The major diameters of these threads have been formed into a t. There are multiple, small impact marks approx. 8.8mm from the tip with displaced material. Approx. Three threads are affected. One flute is lightly damaged with slight compression of an adjacent thread major diameter. The tip is in good condition. The relevant dimensions that could be checked are within specification. Due to the type and extent of damaged incurred, a finite evaluation could not be performed.

Event description:
Consultant reported threads peeled off the head, the instrumented end of a 2.7mm va locking screw as it engaged the posterolateral distal humerus. The surgeon used another screw and completed the procedure. No information given concerning unretrieved fragments.